Event description:
The thoraseal iii system did not function properly after being attached to the pt and wall suction. Suction setup was changed and then the thoraseal was changed. Upon closer inspection there is a crack in the collection chamber of the thoraseal iii. It does not look as if it was dropped.